Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unspecified blood glucose test result from a competitor brand meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced symptoms described as dizziness and self-treated with orange juice and bread at 3:00 a.m. Subsequently, at around 8:00 a.m., the customer self-treated with insulin and also consumed food provided by a third-party. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 4.10 mmol/l was compared to an hcp meter result of 24.90 mmol/l. The length of sensor wear was 1 day. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: b5 - describe event or problem - updated malfunction verbiage. H2 - if follow-up, what type - correction. H3 - device evaluated by MFR? - updated to no. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unspecified blood glucose test result from a competitor brand meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced symptoms described as dizziness and self-treated with orange juice and bread at 3:00 a.m. Subsequently, at around 8:00 a.m., the customer self-treated with insulin and also consumed food provided by a third-party. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 4.10 mmol/l was compared to a competitor brand meter result of 24.90 mmol/l. The length of sensor wear was 1 day. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.